Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14778. It was reported that the patient presented to the emergency room with syncope. Upon device interrogation episodes of non-sustained right ventricular over-sensing were apparent. The following day intermittent loss of capture and noise was exhibited by the right ventricular lead when the patient was in the supine position. Loss of left ventricular lead capture was also noted. The patient was scheduled for lead revision. During the procedure it was discovered that the both leads were tangled together due to twiddler's syndrome. The leads were explanted and replaced. The patient was in stable condition.